Event description:
Customer has been getting inaccurate readings when comparing against their other meter. Analysis run on clark error grid using competitive reading (60) as ref. Point vs bd reading (85) yielded data points in the d range of the grid, outside acceptable limits.